Event description:
The pt's husband reported his wife obtained an undosed result of lo on the active test system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the meter as the pt had discarded the strips and replacement product was shipped.